Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the device temporarily malfunctioned. The phenomenon occurred because the device was affected by something other than the device. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting the issue. Tac advised the customer to ensure that the ac cable was secure at the rear of the monitor and at the ac receptacle on the cart. The customer reported that the power led on the front of the monitor was not illuminated. While the customer was describing the power issue, the monitor turned on and the issue was resolved. The subject device was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the monitor would not power on. There was no patient involvement reported.